Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: subtotal gastrectomy. After assembling with idrive ultra and clamping, the staple did not work at all even though the green firing button was pushed. As a result, this cartridge was not able to be used. It didn't fire. No reinforcement material was used. There was no unanticipated tissue loss. No unexpected bleeding. No further complication was reported. The surgery was not extended by more than 30 minutes. There was no patient involvement, therefore, no injury. Patient info is unknown.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one endo gia 45mm articulating medium/thick reload opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Visual and functional testing of the returned samples confirmed the products met quality release specifications that were tested regarding the reported conditions. The reported condition was not confirmed. A review of the device history record indicates the device lot number was released meeting all quality specifications. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.